Manufacturer narrative:
(B)(4).

Event description:
It was reported during replacement surgery the physician failed to unscrew the screw block related to the svc coil connector. As such, the physician manipulated the head of the device and the locking screw to release the coil svc which resolved the issue.